Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp remained in the clevis. The clevis does not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si thymectomy procedure the surgeon could not use the wrist smoothly and found that the wire of the wrist was loose. The instrument was pulled out and checked. There is no visible damage. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.